Event description:
It was reported that during implantation of an impella cp the doctor was not able to remove the 0.0018 wire out of the impella. The doctor tried to remove the wire and the impella flipped over and dislocated out of left ventricle. The doctor decided to pull back the impella, including the impella sheath. A new impella was implanted successfully. The patient survived.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿